Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the set control cor hpv, the negative control tube label was missing the lot number and expiration date. The instrument gave an error and the control tube was replaced before running the test. There was no report of patient impact.

Event description:
It was reported that during use with the set control cor hpv, the negative control tube label was missing the lot number and expiration date. The instrument gave an error and the control tube was replaced before running the test. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd integrated diagnostic systems initiated an investigation into missing barcodes on the hpv negative control for the bd viper lt and bd cor systems (catalog # 445026, batch # 3172642). Bd investigation required review of the batch history records, review of materials from the customers reported reagent batch, review of customer returned photographic evidence and complaint trending review. The batch history records were reviewed and no discrepancies were found. Review of retention materials from the customers reported reagent batch did not reveal any missing barcode information on hpv negative controls. However, review of the customers returned photographic evidence revealed missing barcode information on hpv negative controls, thus confirming the customers complaint. There is confirmed complaint trend for missing barcodes on the hpv negative control for the bd viper lt and bd cor systems, however no corrective actions are being taken at this time. Bd manufacturing was forwarded the customer returned photographic evidence for awareness.